Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Product eval pending. Issue is being reported as alert could not be cleared by operator. Serial number is unk at this time and will be provided with f/u report.

Event description:
It has been reported that the AED is not functioning properly.

Event description:
It has been reported that the AED is not functioning properly. There was no negative patient impact.

Manufacturer narrative:
The customer reported that the device cannot measure ECG.

Event description:
The customer reported that the device cannot measure ECG. There was no negative patient impact.